Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right popliteal artery and tibialis anterior using an indigo system cat 6 kit. It was reported that the patient's anatomy was tortuous and the target vessel was already stented and had angioplasty. During the procedure, while advancing the cat6 using a peel away sheath and through a terumo sheath in the target vessel, the physician experienced resistance, and the cat6 was unable to pass through the distal femoral¿popliteal anastomosis despite multiple attempts were made; therefore, the cat6 was removed. The procedure was completed using an using an indigo system cat5 aspiration catheter (cat5) and the same terumo sheath. There was no report of an adverse effect to the patient.